Event description:
It was reported that pump experienced alarm and alarm code was unknown and it did not stop. The infusion continued for about 25 minutes before the pump was shut off and rescheduled infusion for next day. The patient was medically affected and had to push treatment. There was a patient involvement and there were no additional adverse consequences.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.